Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella cp support and the patient had ventricular tachycardia/ventricular fibrillation. The patient was defibrillated. The pump was explanted the following day and the patient survived the explant.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined. G.1 revised MDR reporting contact email since the initial manufacturer device report number 1220648-2024-23315 was submitted in accordance with update procedures. H.6 health effect - impact code 4627 was inadvertently omitted from the initial manufacturer device report number 1220648-2024-23315 and was added.